Event description:
Battery fire in storeroom. A small battery fire with smoke started when these button batteries came into contact. The product is cr 2477 battery tracer 3 v lith coin bulk pk, 20 ea., not individual wrapped as before.